Manufacturer narrative:
Reactivity of the k antigen and jka antigen was confirmed on retention capture-r ready screen(3), lot r037 and crrid, lot id111, used by the customer at the time of the event. Customer did not return products or sample for investigaton testing.

Event description:
Customer reported unexpected negative reactions when testing a patient sample with a history of anti-k and anti-jka on the echo. The sample resulted as negative with the k positive cells, 8 & 14, but resulted as positive with the jka positive cells on capture-r ready ID (crrid). No adverse reactions occurred as a result of unexpected negative reactions.